Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the connector portion of the lead was returned in one piece for analysis. Final analysis found a full breached outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.